Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose was 400 mg/dl and 250 mg/dl. Customer stated they had high blood glucose because of the infusion set. Customer declined troubleshooting. It was unknown whether the customer was using auto mode feature at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.